Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 mins: "hi" (greater than 600 mg/dl), 215mg/dl, 187mg/dl, 113mg/dl, 114mg/dl, and 112mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.